Event description:
It was reported that there was a suspected pocket infection. The implantable pulse generator (ipg) system and antibacterial envelope were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.